Manufacturer narrative:
Correction for b5 and h6 coding.

Event description:
New information received noted the right atrial (ra) lead also exhibited intermittent sensing and helix damage.

Event description:
It was reported that during the initial implant procedure, the right atrial (ra) lead exhibited loss of capture. Tissue was noted on the ra lead's helix. The ra lead was not used, and a new lead was implanted. The patient was stable.

Event description:
New information received noted the right atrial (ra) lead also exhibited intermittent sensing.

Manufacturer narrative:
The reported events were failure to capture and ¿the helix had tissue¿. A complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿the helix had tissue¿ was confirmed. Visual analysis noted the helix was extended and clogged with blood/tissue. The cause of the reported event was isolated to the helix had tissue.